Event description:
It was reported that a device alarmed system error 322. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom of system error 322 was confirmed through the pump's history log but could not be reproduced during eval and testing. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper aux and lower aux will be replaced as known contributors to system error 322.